Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 42.6-42.8cm and 43.1-43.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 11.2-12.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 39.4-40.2cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe was abraded at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.